Event description:
On (B)(6) 2012, pt's husband reported pt was in the hospital after having a stroke. Husband stated she went to work in the morning and 2 hours after she clocked out, her co-workers found her passed out in her car. Husband reported pt is using a competitor's continuous blood glucose meter. Husband stated one doctor reported she had a low blood glucose level and another stated she had an elevated blood glucose level. Husband reported pt's blood glucose level was 246 mg/dl when she was admitted to the hospital. Pt is currently unable to speak. Husband stated he is unsure of what happened. Husband reported pt's normal blood glucose level was up and down and she tended to stay higher and didn't have too many lows. Husband reported the pt wanted her blood glucose level between 80-120 mg/dl per her doctor. Husband reported he saw a 46 mg/dl reading on the continuous blood glucose meter on the day of the incident. Pt is currently not on the infusion device; advised husband to take out the battery, remove the cartridge, and return the piston rod. Pt remains admitted to the hospital. Husband reported being unsure of the actual cause of the incident. No product return was requested.